Manufacturer narrative:
The device was not returned for analysis. An event of bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported bradycardia could not be conclusively determined. The reported unexpected medical intervention, hospitalization, and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 24 february 2025 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. The length of the membranous septum was 3.2mm. A 22mm non-abbott balloon was used to pre-dilate the valve. The patient was paced at 120bpm. The valve was partially re-captured twice. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Upon turning off the controlled pacing, the patient had an underlying 27bpm. A temporary pacemaker was placed. The patient had prolonged hospitalization for monitoring. The following day the patient's rhythm did not recover, and a permanent pacemaker was implanted. The patient status was stable.